Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The blood glucose reading was 491 mg/dl. Prior to the event, the patient was doing chores in the barn. The customer will treat with manual injections. In troubleshooting, the insulin pump passed a drive support cap test and a manual prime test. The patient was advised to change the infusion set. No further information was provided.